Manufacturer narrative:
Updated to reflect the report that the patient's pump and catheter were being replaced b5: updated to reflect the information received on 2017-oct-17: updated to reflect the report source of the information received on 2017-oct-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-17 from the patient's healthcare provider (hcp). It was reported that the results of the patient's thoracic MRI were inconclusive and the hcp was unable to determine/confirm granuloma. The cause of the patient's symptoms were unknown and it was unknown if the patient's symptoms were related to their device or therapy. The patient's weight was unknown. However, it was noted that, after multiple providers were consulted, it was determined that the catheter and pump would be replaced. The patient's symptoms were considered resolved. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of hydromorphone at 1.582 mg/day, an unknown concentration of clonidine at 13.84 mcg/day, an unknown concentration of bupivacain at 0.3954 mg/day, and an unknown concentration of morphine at 0.5931 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2017, it was reported that there was concern that the patient may be "getting boluses without warning" or if there was a catheter tip granuloma. According to the consumer, the patient had experienced anxiety, difficulty sleeping, pin-point pupils, nausea, vomiting, unsteady gait, gastroparesis, urinary retention intermittently over the last year every 1 to 6 weeks or 1 to 3 times per month. The consumer reported that the patient was having significantly increased pain at the time of the report. The patient had been admitted to the hospital and had a thoracic MRI on (B)(6) 2017. The patient was expected to be discharged on (B)(6) 2017 and the consumer was requesting that someone check the patient's pump. No audible alarms or vibrations were reported. A CT scan with dye was planned to continue with troubleshooting. The patient is working with their healthcare provider actively. No further complications were reported.